Event description:
On (B)(6) 2025, a patient (pt) in japan reported visiting an eye care professional (ecp) ¿several times¿ and was instructed to stop wearing contact lenses (cls). The pt reported visiting an ophthalmologist on (B)(6) 2024 due to ¿tears with using the cls which would not stop.¿ the pt reported the suspect product worn at the time was acuvue® oasys® 1-day for astigmatism with hydraluxe¿ technology brand contact lenses (cls). The symptoms persisted after the suspect cls were removed. No diagnosis was provided. The pt was prescribed fluorometholone eye drops and levofloxacin eye drops (no additional details were provided). The pt reported the symptoms resolved temporarily after applying the eye drops and wearing glasses. The pt could not recall the exact date the symptoms began. On (B)(6) 2025, a call was placed to the pt¿s treating ecp eye clinic for additional medical information, but nothing additional was provided. On (B)(6) 2025 the pt provided additional information. The pt reported that the tearing has stopped. On (B)(6) 2025 the pt¿s medical documents were received from the treating ecp eye clinic. Ecp visit date: (B)(6) 2024: pt¿s chief complaint: the right eye (od) has been ¿watery¿ since 2 weeks ago and has had eye discharge since today. Diagnosis: od conjunctivitis, infectious; od va: not affected; no culture was taken. The pt was prescribed levofloxacin 0.5%, 4 times day (qid) in the od and flumetholon 0.1% qid in the od. The pt was instructed to discontinue cl wear and instructed to return for follow-up (fu) visit on (B)(6) 2024. Ecp fu visit on (B)(6) 2025: outcome: improved; findings: no hyperemia; visual acuity: not measured treatment: terminated. Instruction of discontinuation of lens wear: none . Instruction of revisit: none . On 16jun2025, the event was determined to be a reportable, serious reportableadverse event with the additional medical information provided. No additional information was provided. No additional information is expected. The suspect lot number is unknown. The od suspect cl was discarded. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed, as appropriate.